Manufacturer narrative:
One device was received for evaluation. Visual inspection found a corroded battery contact, and an air bubble on the dso seal. Functional testing was unable to duplicate the reported problem. The root cause was unable to be established. As a preventative measure the expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed volume test. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.